Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 2026095-2018-00059 for the first event. Fill volume: 92 ml. Flow rate: 2 ml/hr. Procedure: unknown. Cathplace: central. Start date/ time of the infusion: (B)(6) 2018 - 12:30 pm. End date/ time of the infusion: (B)(6) 2018 - 6:30 pm. It was reported a fast flow event occurred. The infusion lasted 33-hours instead of the planned 46-hours. There was no reported injury nor medical intervention required.